Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Corrected data in follow up #1 was inadvertently omitted as it was also serving as a correction report for (date of event) as it was incorrectly documented as (B)(6) 2017 in the initial MDR report. In follow up #2 (date of event), (date received by mfg) and (corrected data) was also incorrectly documented. The date of event should have been (B)(6) 2017, the date should have been (B)(6) 2018 and should have stated the correct event date of (B)(6) 2017 instead of (B)(6) 2017. In follow up #3, (corrected data) was incorrectly documented as having a date of december 11, 2018, the correct date should have been documented as november 5, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. This serves as a correction report. (Date received by mfg) was incorrectly documented in follow-up report #2. The correct date is december 11,2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. This serves as a correction report. Date of event was incorrectly documented in follow-up report #1. The correct date is (B)(6) 2017.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.